Manufacturer narrative:
No sample received. Review of the complaint history shows, no other similar complaint reported. Review of the manufacturing batch record (mbr) record of the lot number provided, indicated that product was processed and released according to the product's acceptance criteria. The root cause of complaint condition could not be determined. Potential root cause includes: ¿ solution quality issue: highly unlikely, as chemistry and microbiology data is reviewed and verified, to meet regulatory requirements prior to release. ¿ consumer mishandling: no conclusion can be made regarding the contribution of consumer mishandling. As this factor is outside the control of the manufacturing facility. ¿ event outside of manufacturer control (product storage, use, and surgical practice): this could not be confirmed. A comprehensive review was performed including a review of the processes, complaint histories, batch record review, finished product testing results. The review shows that the manufacturing processes were in a state of control. Based on the acceptable mbr review and finished product test results, this lot continues to be acceptable. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic oil emulsified too quickly in some patients after surgery causing optic nerve atrophy and pressure spikes which were treated with drops for ocular hypertension and oral acetazolamide. Additional information was requested and received.